Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced infection, urinary urgency, low abdominal cramping, mesh exposure and midline mesh erosion. A partial explant, excision and revision of vaginal mesh erosion with cystourethroscopy under general anesthesia was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.